Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no activity related to pi observed in the black box. The black box shows time and date resetting to default following a power on resets. The dates in total daily dose history are incongruent. The daily insulin delivery totals appear incorrect due to time/date issue. Investigators were unable to verify or duplicate reported blank display during testing. The pump passes flow accuracy test and found to be delivering within required specifications. The battery compartment is cracked; battery cap attaches securely to pump. The display is dim; letters have a red hue. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that yesterday their display screen went blank. The patient stated that they changed the battery and the screen came back on. The patient stated that at their hcp visit today they were able to suspend the pump but was unable to download the pump due to the screen going blank again. The patient was unable to suspend the pump due to blank screen. The patient rebooted the pump with tones and vibrations but no screen display. The patient had alternate form of delivery. The patient reporter that their blood glucose (bg) went over 500mg/dl and not feeling well. The patient gave a manual injection to treat bg. This report is being made due to the hyperglycemic event the patient experienced due to an alleged blank display screen issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.